Manufacturer narrative:
A ge rep evaluated the system and adjusted the motor control unit power supply. The system operates as intended.

Event description:
The customer reported the motorized movement function does not work. No pt injury was reported.